Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected/actual rupture/deflation", "correction of asymmetry" and "ptosis" via nbir. This record is for the left side. Device was explanted and replaced ant it is unknown if device will be returned.